Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient experienced increased back pain. The patient stated receiving effective pain relief for his lower extremities, however, the pain is his low back has increased. The physician planned to get an MRI performed to further evaluate the pain pattern. Subsequently, the patient's entire system was explanted.